Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector terminal was broken off from the lem (link electronic module) printed circuit board assembly. Analysis also found the touchscreen was not responding correctly; touchscreen layer was damaged therefore one line was not responding. Analysis also found the power bay cover, both keyboard hinges, the right keyboard sliding cover, and the upper case were broken. Company logo button, upper and lower bullets, some screws from hinges cover plate, and the stylus were missing. It was noted a lot of dust was found inside the programmer. It was also noted software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ECG (electrocardiogram) connector appears broken. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.